Event description:
Litigation papers allege the following: after the surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's blood and tissue and bone surrounding the implant. As a result, patient has been experiencing severe pain and discomfort and inflammation in both his right thigh and groin. He also experiences a popping and snapping sensation in his hip-joint when walking or moving to and from a sitting position. Due to patients chronic pain and discomfort and other symptoms, patient will likely need to undergo revision surgery to replace the implant. Doi: (B)(6) 2009. Dor: none reported - (right side). (B)(6). **** update - (B)(4) received from sales rep indicates that the patient was revised (B)(6) 2011 to address the stem being loose and undersized. ****

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product/lot combinations have been identified. No products have been received for examination. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. This matter is in litigation. Follow-up activities are being performed by the depuy legal team. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 12/31/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated loose stem that had subsided and right leg was shorter. There were no lab results provided for the alleged high metal ions. There is no new additional information that would affect the existing MDR decision.